Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 25-oct-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, memory loss, anxiety, depression, chronic fatigue, and nausea. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve them. On (B)(6) 2016, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. One and a half year after insertion, she underwent surgery to remove her essure coils. Increasingly severe pain/chronic pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events. One and a half year after insertion, she underwent surgery to remove her essure coils. Increasingly severe pain/chronic pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.